Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2023).

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the guidewire entered through the brachial vein. It was further reported that extravasation and large hematoma was noted. The current status of the patient is unknown.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the guidewire entered through the brachial vein. It was further reported that extravasation and stenosis was noted. The arteriovenous fistula was successfully created. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure modes were alleged. The adverse effects was determined to be not related to the device, definitely related to the procedure, and definitely related to av access circuit. The result of the investigation is confirmed for the report of adverse effects from the guidewire insertion through the brachial vein. The arteriovenous fistula was successfully created. The definitive root cause for the reported patients adverse effect of stenosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device precautions: 2. Care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Vascular access: 11. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 12. Insert a 5 fr sheath into the vein over the guidewire. 13. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 14. Gain access to target artery with a puncture needle and introduce a guidewire into the artery. 15. Insert a 5 fr sheath into the artery over the guidewire. 16. Using physician discretion, administer anticoagulant and vasodilator intra-arterially or intravenously. 17. Insert a 0.014" guidewire into the artery and deliver to the target av creation site. 18. Insert a 0.014" guidewire into the vein and deliver to the target av creation site. 19. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound, or contrast as guidance. H10: d4(expiry date: 05/2023), g3, h6 (method). H11: b5, g1, h6 (patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the guidewire entered through the brachial vein. It was further reported that extravasation, stenosis and uremia was noted. The arteriovenous fistula was successfully created. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure modes were alleged. The adverse effects was determined to be not related to the device, definitely related to the procedure, and definitely related to av access circuit. The result of the investigation is confirmed for the report of adverse effects from the guidewire insertion through the brachial vein. The arteriovenous fistula was successfully created. The definitive root cause for the reported patients adverse effect of stenosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis. Contraindications: ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein 1.5 mm. ¿ target vessels 2 mm in diameter. Cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. Precautions: 2. Care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Vascular access: 11. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 12. Insert a 5 fr sheath into the vein over the guidewire. 13. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 14. Gain access to target artery with a puncture needle and introduce a guidewire into the artery. 15. Insert a 5 fr sheath into the artery over the guidewire. 16. Using physician discretion, administer anticoagulant and vasodilator intra-arterially or intravenously. 17. Insert a 0.014" guidewire into the artery and deliver to the target av creation site. 18. Insert a 0.014" guidewire into the vein and deliver to the target av creation site. 19. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound, or contrast as guidance. H10: b2, b5, d4(expiry date: 05/2023), g3, h6 (patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the guidewire entered through the brachial vein. It was further reported that extravasation, stenosis and uremia was noted. The arteriovenous fistula was successfully created. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4.h10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure modes were alleged. The adverse stenosis effects was determined not to be related to the device, not related to procedure and definitely related to av access circuit. The adverse uremia effects was determined not to be related to the device, possibly related to study procedure and not related to av access circuit. The definitive root cause for the reported patients adverse effects of stenosis and uremia could not be determined based upon the available information received from the field communications.labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event:indicationsthe wavelinq endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis.contraindications¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation.¿ known allergy or reaction to any drugs/fluids used in this procedure.¿ known adverse effects to moderate sedation and/or anesthesia.¿ distance between target artery and vein > 1.5 mm.¿ target vessels < 2 mm in diameter.cautions1. Only physicians trained and experienced in endovascular techniques should use the deviceprecautions2. Care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker.3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed.5. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury.warnings1. The wavelinq endoavf system is only to be used with the approved commercially available devices specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system.potential adverse eventsthe known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem.vascular access11. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire.12. Insert a 5 fr sheath into the vein over the guidewire.13. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician.14. Gain access to target artery with a puncture needle and introduce a guidewire into the artery.15. Insert a 5 fr sheath into the artery over the guidewire.16. Using physician discretion, administer anticoagulant and vasodilator intra-arterially or intravenously.17. Insert a 0.014" guidewire into the artery and deliver to the target av creation site.18. Insert a 0.014" guidewire into the vein and deliver to the target av creation site.19. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound, or contrast as guidance.h10: d4(expiry date: 05/2023), g3.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.